Manufacturer narrative:
A sample nor photo was provided to aid in our quality engineers investigation. A device history review was completed. Only this complaint has been received for the reported defect and lot. No non-conformance was noted during the manufacturing of this lot on february 26, 2020. The most probable root cause is inadequate gowning by associate(s) and/ or preventive measures during the manufacturing of the product. A CAPA is opened to address hair complaints by implementing gowning improvements (head cover improvements, lab coat improvements, gowning cleaning improvements). All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported that hair was found.

Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that hair was found.